Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2025. Per the consumer, they received a negative result on the binaxnow covid-19 antigen self-test. The consumer had additional testing performed on (B)(6) 2025, which was conducted at a doctor¿s office and returned a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Additional information. H4 - device MFR date. Investigation summary: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 0000910205 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 lot 0000910205 and device part number 195-430wjr lot 910205. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 0000910205 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. Investigation summary.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2025. Per the consumer, the consumer received a negative result on the binaxnow covid-19 antigen self-test. The consumer had additional testing performed on (B)(6) 2025, which was conducted at a doctor¿s office and returned a positive result. No additional patient information, including treatment and outcome, was provided.